Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. Date unknown, follow up computed tomography (CT) revealed that a pseudoaneurysm was formed around the distal edge of pxl161407j/13514622 which was implanted at right limb. On (B)(6) 2017, the right internal iliac artery was coiled. On (B)(6) 2017, the patient was implanted with pxl161007j/14679102 for the pseudoaneurysm reinforced repair. Final angiography did not reveal endoleaks, and the patient tolerated the procedure. It was reported by the physician that the pseudoaneurysm might be due to the distal edge of stentgraft or the excess ballooning of initial procedure. No further information was obtained.

Manufacturer narrative:
Date of event changed to (B)(6) 2017.